Event description:
It was reported that the hydrophilic coating of the subject guidewire was found to be peeled off upon insertion into introducer. Resistance was encountered when inserting the subject guidewire through the introducing sheath and hub of the microcatheter. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the hydrophilic coating of the subject guidewire was found to be peeled off upon insertion into introducer. Resistance was encountered when inserting the subject guidewire through the introducing sheath and hub of the microcatheter. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was inspected, and at the distal end of the guidewire there seemed to be fragments of peeled polytetrafluoroethylene (ptfe) coating. The core wire was observed through the distal tip dome. There was peeling/skiving noted to the ptfe coating to the proximal end of the guidewire. There were no anomalies noted to the dry or hydrated guidewire and hydrophilic coating. The distal tip of the returned introducer was inspected and there were no traces of polytetrafluoroethylene (ptfe) noted. The inner distal edge was chamfered. During functional inspection, the guidewire was soaked in water and saline for 2 minutes. The guidewire was advanced through a demo microcatheter with no difficulties. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported hydrophilic coating peeling was not confirmed during analysis. The ptfe coating was noted to be peeled. The reported guidewire difficult to insert was not confirmed during analysis. The reported guidewire distal end friction was not confirmed during analysis. The device failed to meet specifications when returned for analysis, based on the damage noted. It was reported that when attempted to insert the subject guidewire into a microcatheter using the accessory introducer. Upon insertion into the introducer, the hydrophilic coating was found to be peeled off. The device was returned, and it was found that the polytetrafluoroethylene (ptfe) coating was peeled/skived rather than the hydrophilic coating as was reported, there were no anomalies noted to the hydrophilic coating. It is likely that this was reported in error. An assignable cause of not confirmed will be assigned to the reported hydrophilic coating peeling. Guidewire polytetrafluoroethylene (ptfe) coating is known to have the potential to peel during backloading of the guidewire through the introducer and due to interaction with an under tightened torque device. It is probable that the guidewire ptfe coating may have been peeled if backloaded through the introducer causing the reported friction, therefore an assignable cause of handling damage will be assigned to the reported guidewire difficult to insert and guidewire distal end friction and to the analyzed guidewire polytetrafluoroethylene (ptfe) coating peeling.